Event description:
It was reported that the cartridge was not fitting properly on the pump, and it was not fully snapped into place. The issue did not cause blood glucose levels to exceed 500 mg/dl; there was no adverse impact to the customer¿s blood glucose level. The customer removed the case from the pump and cleaned the pneumatic tap area with an alcohol wipe or lint-free cloth. Upon inspection, no debris was found, and the cartridge o-ring was undamaged. The customer successfully reloaded the original cartridge and resumed insulin therapy.